Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver experienced difficulty unlocking the ilet pump, where the unlock slider advanced most of the way and then reverted, leaving the pump locked; charging did not resolve the behavior. Troubleshooting included checking for firmware updates and initiating an update. Following the update, the pump unlocked successfully and normal function was restored. Blood glucose was not affected, and there were no symptoms, alarms, or hospitalizations reported. Investigation included technical support troubleshooting and software review via firmware update. Investigation of this case revealed a software-related lock screen malfunction that was resolved by updating the device firmware, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was software behavior corrected by firmware update.